Event description:
Physcian reports the intraocular lens was explanted on 12/7/1998 and replaced with the same type of iol with the same power. The only difference was that the replacement iol was placed in the sulcus. An improvement was reported at one week post operative.